Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in needle did not retract after piv placement. The following information was provided by the initial reporter: verbatim: sarasota memorial has initiated a consumer complaint involving the above referenced item. Per the complaint, the clinical team ¿ reported that product was not retracting the needle after placement¿. While no patient harm has been reported, this is a huge safety concern. We are requesting a formal investigation into the matter along with a final analysis letter at its conclusion. I¿ve attached a copy of the consumer complaint form(s) should you need them for review. Please confirm receipt of the complaint and that it has been logged on your end. We have quarantined the lot in question and taken it out of circulation. If samples are required, please provide a shipping label to facilitate delivery of the product. Should you have any questions, feel free to contact me.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.